Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and could not verify the problem. As a precautionary measure, the unit's spo2 connector was replaced. Unit was safety tested to factory's specifications.